Event description:
Surgeon reported to rep on 09/07/2017: 1 month after primary implant, x-rays taken on a followup visit showed that the screws were broken. Because the screws had broken so soon after the primary procedure, the fixation did not heal and became a nonunion. Surgeon removed the broken screws and the nail, and replaced with 2 screws and a nail. There were no delays to surgery and no adverse affects to patient (i.e. Pain, infection, et al) beyond revision.

Manufacturer narrative:
Item was received in undamaged condition. The device did not contribute to the event. Thus, a concomitant item.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon reported to rep on 09/07/2017: 1 month after primary implant, x-rays taken on a followup visit showed that the screws were broken. Because the screws had broken so soon after the primary procedure, the fixation did not heal and became a nonunion. Surgeon removed the broken screws and the nail, and replaced with 2 screws and a nail. There were no delays to surgery and no adverse affects to patient (i.e. Pain, infection, et al) beyond revision.